Manufacturer narrative:
The reported 000478 snare is being returned to conmed for evaluation. Once the device is returned/evaluated and a complaint investigation has been completed, a supplemental report will be filed.

Event description:
During a colonoscopy the consultant fed 000478 snare down the scope and the snare head detached when placed over the polyp. Biopsy forceps were used to retrieve the detached snare head. The procedure was completed successfully using another conmed snare and a surgical delay was not reported. No patient injury reported. This report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
The reported used device was not returned to conmed for evaluation, however, a photo was sent in from the facility. Visual inspection of the photo confirmed the snare head was detached. A likely cause for this detachment is unable to be determined due to the physical device not being evaluated. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. (B)(4). There have been no prior complaints against this specific lot. A risk analysis was performed and this failure is addressed and deemed acceptable. The customer is advised of the following warning and precautions set forth in the instructions for use. -inspect the snare for kinks, fraying wire, or any other damage before use. -open and close the snare loop to confirm smooth movement before use. This incident type will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
An error was found during complaint closure. It was reported that 29 similar events have been reported, however, there have been a total of 23 similar reports.